Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the customer successfully reset the pump and started their sensor session without the error code reappearing.